Event description:
It was reported that: "components loosened." Add'l info: it was confirmed with the sales rep that the femoral component assembly was loosened.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested, but not made available. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.